Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips there was an intermittent lead failure during patient monitoring. Another device was used on the patient to continue monitoring. Device is being returned to bench for investigation. There was no adverse patient involvement.